Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found external insulation abrasion was noted at 12.0-12.5 cm from the pin consistent with lead friction to the ICD can. The etfe coating was intact at the re and rv cables.

Event description:
This report is to advise of an event observed during analysis.